Manufacturer narrative:
Due to the condition of the returned catheter, only a visual examination was performed. The balloon burst was confirmed. Two catheters of the same diameter were pulled and tested for rbp specifications. The labeled rbp for this catheter is 1.5 atm for nominal pressure and 2.0 atm for rbp. Both of these sample catheters were brought to the rbp of 2.0 atm and left on pressure for 3 minutes and they did not burst. These two catheters were then inflated until burst occurred. One balloon burst at 4.0 atm of pressure, and the other burst at 4.5 atm of pressure. They were both clean longitudinal bursts. It is unknown as to what caused this balloon to burst since we could not duplicate the problem. Patient condition may be a factor.

Event description:
Balloon burst before reaching operating pressure.